Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), d10, g3, g6, h2, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found error codes 53 and 16 in the logs. The fse replaced the fiber-optic assembly. The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received fiber-optic assembly with a reported unit failure of the fiber optic module and error codes 53 and 16. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure the most probable root cause for the fiber-optic module is component reliability.

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had optical module failure during use on patient. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.